Manufacturer narrative:
Additional information: device evaluated by MFR?, evaluation codes. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed using naked eye noted a defective weld sheeting to cassette (sheeting separated from cassette at the weld). Functional testing performed including leak testing, clear passage test, clamp function test, and device-device interaction testing revealed a leak through the defective weld. The reported issue was verified. The cause of the reported issue was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Unreported date in (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. The sheeting's heat seal came off and a leak occurred after use. There was no patient injury or medical intervention associated with this event. No additional information is available.